Event description:
Information received from the field notes no capture, no sensing and a lead impedance of about 200 ohms. During a reposition attempt, the insulation was found to be crushed in the subclavian area. Therefore, the lead was replaced. The patient was not pacemaker dependent.